Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device migration is a known adverse event listed on the labeling of the intera 3000 pump and instructions for use.

Event description:
Intera oncology was notified on may 5, 2026, by the physician regarding a potential concern of increased flow rate from an implanted pump. The physician reported that the patient had been admitted with liver clots and bleeding duodenal ulcers, which the treating team believed were related to the patient's underlying disease. The pump was implanted on (B)(6) 2024, and according to the physician, had been maintained on glycerin for an extended period without previous flow rate concerns. The physician stated that a resident performed a pump refill on approximately (B)(6) 2026, at around midnight and recovered 7 ml of glycerin. Based on the reported refill interval since the previous refill on (B)(6) 2026, the calculated flow rate was slightly greater than 3 ml/day. The physician expressed concern that the refill may not have been performed correctly or that the pump may have been overfilled. As a result, an infusion nurse performed a subsequent refill on (B)(6) 2026, and recovered 17 ml of fluid, corresponding to a calculated flow rate of approximately 4.3 ml/day. The physician stated that the patient had not experienced fever and had not been using heating pads or warming blankets. The patient had undergone a surgical laparotomy several days prior to the report for treatment of duodenal ulcers. Subsequent pump angiography demonstrated catheter migration. The reporter indicated that the catheter migration may have contributed to previously documented clinical concerns. Due to the patient's significant medical condition related to cancer, absence of signs of infection, and being considered medically unfit for surgery, the treating team elected to allow the pump reservoir to run dry rather than explant the device for further evaluation.